Manufacturer narrative:
The field service representative (fsr) replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) failed to calibrate. It failed to calibrate twice, passed on the third but then the fraction of inspired oxygen (fio2) was drifting. There was no patient involvement.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a lab use only (luo) simulator. The epgs output was monitored with an oxygen (o2) analyzer and the o2 sensor output was monitored with a multimeter. Initially the o2 sensor output in ambient air was 10.0 millivolts (mv) which is within the specification range of 9 and 13 mv. Following the successful calibration, the epgs was evaluated using the o2 blend checks. During the blend checks, the sensor output was monitored with a multimeter. The output was steady and consistent for each setpoint. No calibration issues were observed during the evaluation. It was determined that the epgs functioned as intended. The service repair technician (srt) could not duplicate the reported complaint. The epgs was powered up with the air and o2 regulators set to 50 pounds of square inch (psi). The epgs o2 analyzer calibration successfully passed two times. The srt replaced the o2 sensor as a precaution. The epgs was reconditioned. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.